Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.50/+1.5/074 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted later that same day due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with another same model/length lens (implanted vertically) and the problem was resolved. The cause of the event was due to patient related factor.

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken, and optic torn to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).